Manufacturer narrative:
Device evaluated?: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, the device was returned. On (B)(6) 2015, additional information was received from a company representative. The reason that the catheter was replaced was because the doctor did not get any cerebrospinal fluid (csf) backflow. So, the doctor decided to replace the catheter as well. The patient had no symptoms and there was no troubleshooting performed, a decision was just made to replace. The cause of the lack of csf backflow was unknown. The patient was doing fine and receiving good therapy.

Manufacturer narrative:
Analysis of the catheter found acceptable testing/catheter incomplete/returned in segments and no significant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10804r41, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6)-year-old, male patient who was receiving an unknown drug via an implantable pump for an unknown indication. On (B)(6) 2015, the patient's catheter was explanted and replaced. The patient's status was not specified at the time of the report. Additional information has been requested regarding drug information, medical history, concomitant medications, the cause of the event, any symptoms the patient may have had, and troubleshooting performed, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.